Manufacturer narrative:
The issue was investigated in detail. According to the provided information, during a patient treatment the operator was tilting the table downwards, when it struck the monitor cart placed in the travel path of the system. Following the collision, the operator tilted the system in the upward direction and continued to use the basic system to complete the study. This collision caused the broken weld of the frame of the system longitudinal mechanics. It was communicated that the function of the safety switch in the bumper was still intact, but the bumper was mechanically damaged at the point where it collided with the monitor cart. Unfortunately, the safety switch was not activated during the collision as only the outer edge of the bumper collided with the monitor cart. The investigation of the provided log files showed that between (B)(6) 2021, at 09:01 a.m. There are no entries in the error log file. The collision happened on (B)(6) 2021, approximately at 9:00 a.m. There are indications of a crash in the provided error log file. Around the time of the event (B)(6) 2021 error 101 appeared four times, until starting (B)(6) 2021, error 41 (start of service) was found in the log file. This indicates that someone pressed the safety switch repeatedly. In addition, starting (B)(6) 2021, at 09:28 a.m. Error 550 appeared four times until it was replaced by error 41 (start of service) (B)(6) 2021. Appeared. This error was detected by the system without any user interaction. These faults (error 101 "protection switch left pressed" and error 550 "deviation in sl too large") point to a crash of the system longitudinal. Furthermore, when the operator tilts the basic system after the crash, a noise and vibration occur at about 35 degrees tilting angle. It is in operator responsibility to ensure that no objects are in the travel path of the unit. This is also documented in the operator manual (axd1-300.620.01.01.02). According to the information from the manufacturer it is not possible to repair the basic system as the device (system longitudinal) is no longer produced. Since the basic unit is a total loss, there is a risk that the crack on the system longitudinal mechanics will become larger with continued use and, consequently, the table could eventually drive into the floor and possibly cause an injury. Therefore, it is still strongly recommended to the user to take the unit out of operation.

Manufacturer narrative:
Based on currently available information, no system malfunction was determined. It is assumed that the issue was caused by an operator error. According to the system manual, the operator must ensure that no objects are in the collision range when tilting the system. Siemens requested the customer not to use the device until repairs are completed. Investigation is ongoing. A supplemental report will submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
The user of the axiom luminos tf system informed siemens that the patient table was lowered onto the monitor cart. As a result of the incident the unit was damaged. The provided pictures and videos showed a broken weld in the frame caused by the collision. It was communicated that the function of the safety switch located in the bumper was still intact, however, the bumper was mechanically damaged following the collision with the cart during the tilting phase, at approximately 35deg. Noise and vibration were noticed following the incident. Currently siemens is not aware of any injuries to persons attributed to this case.